Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient was apathetic, vomiting, fatigue, dehydrated and the ketone values were 5.8 mmol/l. The patient was taken to the hospital by the parents and diagnosed there with diabetic ketoacidosis (dka). The patient was treated with insulin. The cgm was reading 5.3 mmol/l and the blood glucose reading was 27.0 mmol/l. At the time of the report the patient was recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.